Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to the (B)(6) 2016. An increase in voltage suggests a further pad-pak was installed. The device failed several self-tests due to a low battery between the (B)(6) 2016. Investigation found the reported fault may be attributed to membrane failure. The measurements taken during the investigation would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The depletion of the returned pad-pak may be due to membrane failure in which an excess current drain can be a symptom despite not being measured during the investigation and the pad-pak being within the last 6 months of its lifespan. Voltage fluctuation and the pad-pak being significantly depleted would have led to the low battery recorded. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.